Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate shocks due to lead noise and the lead was fractured. It was also reported the pacing impedance was high. The lead was capped, replaced, and no further patient complications have been reported as a result of this event.